Manufacturer narrative:
(B)(4). Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches.unit was monitored for 2 days. No pump error 33 noted during testing. Unit also communicated properly with the guardian link 3 and the test plug. No communication anomaly or calibration anomaly noted. On a related svn, pump was also returned for pump error 53. Formatted history file analysisconfirmed pump error 53 (linenumber = 2998, filenumber = 568), problem isolated to the electronic assembly. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. Customer was able to successfully clear the alarm. Customer did not receive request to rewind the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.